Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analysis of the device memory indicated a lead impedance out of range alert. Analyst commented, an out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2014. The maximum rv pace impedance rises from (B)(4) ohm on (B)(6) 2014 to (B)(4) ohm on (B)(6) 2014. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). Analyst commented, (B)(4) of (B)(4) lifetime ventricular (sic) are recorded beginning (B)(6) 2014. There are (B)(4) non sustained events of greater than 220 milliseconds v-v cycle recorded between (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia due to oversensing/noise with high short interval counts encountered on the right ventricular (rv) lead. In addition, the rv lead exhibited high impedance with possible fracture. The rv lead was capped and remains in the patient. No patient complications have been reported as a result of this event.